Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post generator change the patient fell and hit their left shoulder and chest. The patient presented to the emergency department due to alerts from their device. An interrogation showed that the right ventricular (rv) lead triggered alerts for high undefined rv tip to rv coil, rv defibrillation and superior vena cava (svc) lead impedance. In addition, chronically low r waves were noted and noise was present on the rv tip to rv coil vector. Defibrillation therapies were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.